Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01637. It was reported that effective therapy was never established, and patient experienced uncomfortable stimulation. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein patients whole system was explanted to address the issue.